Event description:
The customer reported, prior to setting up the patient; the therapist was controlling the gantry movement from console and noticed the gantry was moving unintentionally from about 90 degrees. The therapist then went into the treatment room and noticed the gantry was at 180 degrees and touching the turntable. Even though the incident did not result in serious injury, a potential injury is possible depending on the position of the couch.

Manufacturer narrative:
During preliminary observation of the device, it was discovered that the gantry rotation drive tensioning screw snapped, causing the harmonic drive assembly to loosen up slowly and eventually disengaging the chain from the gear. The rotational momentum just before the chain disengaged caused the gantry to continue moving, without control, towards the turntable. The gantry hit the turntable floor, as the floor did not lower fast enough. The broken tensioning screw was replaced and the chain re-tensioned. The functionally was verified by the physicist. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.